Event description:
It was reported that during the procedure, the output power was loss and error code was displayed. The procedure was complete with this device without patient complications.

Event description:
It was reported that during the procedure, the output power was loss and error code was displayed. The procedure was complete with this device without patient complications.

Manufacturer narrative:
A work order was performed; the initial reporter was contacted r for more information and was advised that the unit was already looked at and was functioning properly. It was asked if there was another unit onsite that was having trouble and was told by the material coordinator that everything was working. Based on the information available this investigation was assigned to no problem detected.